Manufacturer narrative:
Review of the device history records show that the device was released in specifications and with no non-conformances or deviations. A conclusive root cause for the complaint could not be determined. This MDR reportable event was identified to meet reporting requirements of 21 cfr 803 during an internal review and, therefore, is being filed retrospectively. The device listed in this report is used for treatment, not diagnosis. Missing information from this report is identified as a blank, unknown and as no information (ni). This information was not provided in the reported event, during the subsequent investigation, or available at the time of this report submission. Any additional information received regarding this event after the submission of this report shall be filed on a supplemental MDR.

Event description:
It was reported by the rep in (B)(6) that the tibial alignment guide has a fractured spike. It was discovered during an inspection of the instrument at the company facility. It is not known how or when the spike fractured. No additional information is available to further investigate the event. No patient injury or adverse outcome was associated with this event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Visual inspection of the returned instrument confirmed the short spike is fractured. The stress constraints at the junction of spikes and handle exceeded the yield strength which caused a plastic deformation and ultimately breakage of the spike. A conclusive root cause of the event could not be determined as the fractured instrument was found during inspection and not during a procedure. There are warnings in the package insert that state that this type of event can occur: under warning, "do not apply excessive force to the instruments as this may cause deformation or breakage."